Manufacturer narrative:
After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number was 726126 with an expiration date of 30-nov-2024. The field service representative checked the fluid system and syringes, performed checks, and performed a liquid level detection and noticed the probe was unable to detect liquid. He checked the voltage but was unable to adjust it, he replaced the probe and liquid level detection board, he checked and adjusted the probes and he replaced the syringe seals and tubing for the measuring cell. He confirmed the instrument was working properly by performing checks, calibration and qc.

Event description:
There was an allegation of questionable elecsys troponin t hs stat results for 15 patient samples on a cobas e 411 analyzer (disk system). Please refer to the attachment cn (B)(6) for patient results. The repeated result was considered correct for sample ID (B)(6) the initial results were reported outside of the laboratory. The repeated results were not sent to the doctor because the pathologist deemed that there were no clinically significant differences. The imprecision of low levels of qc prompted the repeat testing of the samples.